Manufacturer narrative:
No further information was able to be obtained from this customer. However, the probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was packaged on august 30, 2017. There were 1488 packs associated with this lot. The laser probe was manufactured on august 24, 2017. There were 95 probes associated with this lot. Based on the assessment, the product met specifications at the time of release. 25 gauge (ga) probe was received for evaluation. A visual assessment of the returned sample was performed on march 6, 2018 and showed a slight bump on the cannula near the cannula-nitinol junction from excess adhesive. The laser probe was inserted into a sample 25ga trocar cannula, but could not be inserted through easily and resistance can be felt near the cannula-nitinol junction. The sample¿s cannula and nitinol length was measured using the 25ga needle length gauge, where the cannula and the nitinol length were found to meet specifications. The sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02030 to 0.02085, not meeting upper specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened to address this issue. The company will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. (B)(4).

Event description:
A customer informed the company account manager the laser probe got stuck in the trocar cannula during a procedure. No harm to the patient was reported. Additional information was requested; however, none has been received to date.